Event description:
Additional information received from the consumer reported the circumstances that led to the shock from the device and the device being off was due to the battery running down too low. To resolve the issue the consumer turned the device off when ¿scrambling.¿ the consumer spoke with the manufacturer who worked with them to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was feeling really bad today. The caller stated that they were trying to check the status of the patient's ins, but they were having difficulty getting the communicator to connect with the patient's ins. During the call, the caller mentioned that the recharger app showed the ins battery was 25% charged and the recharger had a good connection with the ins. While the recharger was still over the patient's ins, the caller opened the dbs therapy app and got the following message: 'error found. Contact clinician and provide the service code. Service code: 580.' Agent reviewed that the communicator needed to be powered on and positioned over the patient's ins while they use the dbs therapy app. The caller powered on the communicator and positioned it over the ins, then they got the following message: 'recharge your neurostimulator battery to prevent future loss of therapy. Service code: 626.' The caller pressed 'continue' and saw that therapy was off. The caller turned therapy on and mentioned that the patient felt a jolt when therapy was turned on. Agent reviewed that therapy can turn off if the ins charge level gets too low. The ins cha rge level incremented to 50% during the call, and the recharger maintained an excellent connection with the ins. The caller thinks the therapy turned off due to the ins charge level getting too low. The caller stated that the patient had the ins implanted 2.5 years ago.